Event description:
It was reported that the tibial insert was opened and put in pt. When the surgeon impacted it, a piece broke off. There was no adverse consequence for the pt or delay in surgery or anesthesia time.